Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-05872, 2210968-2023-05873.

Event description:
It was reported that a patient underwent a laparoscopy procedure in 2023 and suture was used. During the procedure, when the surgeon is doing a pediatric case the prolene snapped. It happened to him three incidents for different patients. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: remarks from sales rep: 1. Lot no.: sales rep informed that he had wrongly reported the batch lot. The affected batch lot is rpbdsd. 2. The nurse did not remember the details, however, she mentioned the surgeon mentioned it happened a few times for a few patients. The suture snapped when he was performing the laparoscopy procedure. The complaint is the suture itself is more frail and easy to snap. 3. Sales rep will courier the box of the suture (the unopened ones as they already discarded the faulty sutures). 1. It is known that the events occurred during multiple patient procedures, could you please clarify how many times occurred for each patient? (B)(4) - patient 1: (B)(4) - patient 2: (B)(4) - patient 3: ans: no response from the hcp. 2. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Ans: no. 3. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans: no. 4. How long (in minutes) did the surgery prolong? Ans: around 10-15 mins, the nurse did not specify the time as they did not monitor the time delayed for changing the suture etc. 5. What tissue was being sutured when the event occurred? Ans: it is laparoscopy. 6. Was additional dissection required in other organs/tissues other than the target tissue? Ans: no response received. 7. What is the source of information for the queries above? Ans: answered by both the nurse and the surgeon. Events reported via: 2210968-2023-05872, 2210968-2023-05873.